Event description:
Hyperform occlusion balloon system (3x7mm) balloon used for treatment of ruptured intracranial aneurysm would not deflate. As a result the balloon remained inflated for 2.5-3 hours and compromised blood flow to the brain. The balloon was eventually removed after manipulation with various wires, aspirations, intermediate catheters. FDA safety report ID# (B)(4).